Event description:
It was reported that the pt had a sequela of a cholesteatoma, diagnosed on (B)(6) 2012. A satisfied hearing was achieved after activation of the device. The pt had a decline in hearing since 2011. The vibrant sound bridge was removed and a cochlear implant was implanted on the same ear.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.